Event description:
Indication: antibody deficiency with near-normal immunoglobulins or with hyperimmunoglobulinemia. Xembify strengths: 4gm/20ml; 1gm/5ml. Pt reports pump (serial number and expiration date not provided) is running slower and slower the past 2-3 infusions. No missed dose/interruption to therapy or adverse event(s) reported due to product issue. Pharmacy to replace device. Box sent for return of device associated with event no further info. Reported to (B)(6) by pt/caregiver.